Event description:
International customer reported that a patient underwent a coronary artery bypass / mitral valve replacement procedure in 2008. Three and a half hours after surgery, the patient reportedly required emergent resuscitation in ICU followed by a reopening of the chest. The patient exsanguinated, and subsequently expired. It was reported that the suture at the proximal anastomosis of the graft to the right coronary artery broke, resulting in a partial dehiscence of the anastomosis.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.